Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: patient codes. H6: device codes. H6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high within range pacing impedance measurements and loss of capture. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that noise, oversensing and pacing inhibition were observed. Additionally, inappropriate tachy events were recorded. Reprograming of the device was discussed. This lead remains in service.

Event description:
It was reported that this right ventricular lead exhibited high within range pacing impedance measurements and loss of capture. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.